Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that the needle broke off after injection. The syringe was returned without the hub-needle assembly. The barrel was examined and no damage to the barrel was observed. Sample was forwarded to manufacturing (holdrege) on 27apr2018 for further review. Second investigation summary: on (B)(6)2018, holdrege received one (1) loose 0.5ml syringe from reported batch# 7299608. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Examination of the barrel tip were completed under 4x magnification and noted some damage to the barrel tip, seemingly from assembly. The indentations along one edge of the barrel tip (see attached photo) indicate high force impact with a shape, similar to that of the hub core. When incidents such as this occur, incomplete assembly can occur, which may result in hub separation from the remainder of the syringe. A review of the device history record was completed for batch# 7299608. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications (B)(4) noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle break off during use on lot # 7299608. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Possible root causes for hub separates issue include: - broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. - a misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. - hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe. CAPA (B)(4) was initiated by the holdrege plant to address needle hub separates and their associated root cause(s). Batch# 7299608 was manufactured prior to final implementation activities associated with this CAPA(B)(6)2018 . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after injection using a bd ultra-fine insulin syringe, the needle broke off from the hub. There was no report of exposure, injury or medical intervention.